Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the lead noted setscrew marks on all terminal connectors in the correct location. Detailed analysis noted that there was trilumen insulation abraded through the rs- coils approximately 17 cm from the is-1 terminal pin. Laboratory analysis confirmed the reported electrical observation as insulation damage most likely was due to lead on lead contact.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being explanted due to normal battery depletion. The right ventricular (rv) lead was also being explanted due low r wave measurements since the implant. At the last follow up an increasing pacing thresholds was noted. A new lead was implanted. The system will be returned. No additional adverse patient effects were reported.